Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative infection and/or allergic reaction."

Event description:
It was reported that patient enrolled in a clinical study underwent right total hip arthroplasty on (B)(6), 2014. Subsequently, the patient experienced infection and a non-healing wound. There has been no reported revision procedure to date.